Manufacturer narrative:
Further troubleshooting ruled out the interface pcba as the cause of the reported issue and determined the system pcba was faulty and the cause of the reported issue. The system pcba was replaced to resolve the reported issue. Investigation of the system pcba determined the single board computer(sbc) component y1 to be inoperative, and this was causing the pcba to intermittently not complete a boot-up. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Troubleshooting determined the interface pcba was faulty and needs replacement. Final repair is pending. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.